Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery due to a fluid leak from the balloon. During the procedure, a hole in the same component was noted; therefore, the balloon was removed and replaced. There were no patient complications.